Event description:
A cartridge alarm 20 was reported by the caller, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue with consecutive cartridges and arranged to replace the pump, which was still under warranty. The customer was informed about receiving a pump with updated software and instructed on how to return the faulty pump, acknowledged by the customer. The customer was also advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery during this process.